Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08715 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No absence of occlusion alarm noted. No unexpected no delivery alarm noted. Device uploaded properly using carelink. Device had minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. (B)(4).

Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 320 mg/dl at the time of incident. Customer¿s other blood glucose levels were 420 mg/dl, 380 mg/dl. Customer treated with insulin shots. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer performed high pressure test and first time no delivery error occurred and then second time insulin delivering insulin. Customer stated no cracks or visible damage. Customer stated insulin pump was not working properly. The device will be returned for analysis.